Event description:
Description of event according to complainant: patient presented with shortness of breath to the emergency room on (B)(6) 2014. The filter was placed at a different facility (unknown facility) in (B)(6) 2012. CT scan was performed on (B)(6) 2014 which showed evidence of large thrombus in the pulmonary artery and smaller embolism in the lung. Even though the filter was in place. Ultrasound was performed to confirm no upper extremity deep vein thrombosis. Ultrasound did confirm left iliac vein dvt. Per the reporting physician it was felt that the size of the thrombus should have been caught by the filter in place. Patient outcome: the device remains inside the patient's body. The patient was released in stable condition with a lovenox regimen for the deep vein thrombosis.

Manufacturer narrative:
The investigation is in progress.